Event description:
Per the clinic, surgery was conducted on (B)(6), 2012, to excise infected tissue around the implant site. It was also reported that the patient was prescribed IV antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.